Event description:
Boston scientific received information that after the patient fell one month earlier, the patient came to the emergency room in complete heart block at a rate of 30 beats per minute. Upon examination, it was observed that this right ventricular (rv) lead was unable to capture at maximum output due to increased pacing thresholds, had a pacing impedance of greater than 2000 ohms, and displayed reduced sensing in the ventricle. It was determined that the patient had experienced a lead fracture during the fall one month earlier according to daily measurements. Surgical intervention was performed, and the lead was surgically abandoned replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.